Event description:
It was reported that guidewire fracture/detachment occurred in the left coronary artery. A complex catheterization and percutaneous coronary intervention were being performed. The patient was intubated, and a 3-fr 5 cm line was placed into the left femoral artery and left femoral vein for anesthesia to use for fluids and monitoring. On the right groin, using ultrasound guidance, they accessed the right femoral artery and vein, and placed a 4-fr sheath in the artery and a 5-fr sheath in the vein. Heparin was given. A right and retrograde left heart catheterization limited was performed before angiography was done. A 4-fr angled glide catheter was placed retrograde into the coronary origin and an angiogram was taken. There was bleed-back around the 4-fr coronary catheter through the common coronary origin, but it did not look like a large common coronary vessel around the 4-fr catheter. There was good filling into the coronaries. There was a right-dominant coronary circulation. You could see stenosis of the left coronary very well on the ap projection. It was near 50% to 75% stenosis of the left main coronary, but there was still good flow to the distal left coronary artery. A comet ii pressure guidewire was then easily advanced up through the glide catheter into the right coronary artery system. Multiple instantaneous wave-free ratio (ifr) measurements were made and a pressure difference of about 0.85 to 0.9 from the ascending aorta into the right coronary artery suggested that there was physiologic narrowing of the common coronary. Doing a fractional flow reserve (ffr) measurement in the right coronary was discussed, but the patient was a bit hypotensive under general anesthesia and required phenylephrine infusions to keep their blood pressure up, so this was never performed. The comet ii pressure guidewire was then attempted to be placed into the left coronary to get a pressure measurement across the left proximal stenosis. This was difficult to do as there was a significant angle into the left coronary artery. They were able to advance a buddy wire, a non-boston scientific (bsc) exchange length wire, down the left coronary artery and then the comet ii pressure guidewire went into the left coronary artery, but it seemed to get stuck right at the stenosis. The transition between the floppy tip where the pressure measurement actually was was right at the stenosis in the proximal left coronary artery. The comet ii pressure guidewire was manipulated further down the left coronary artery, and during manipulation, a fair bit of resistance was felt. As the comet ii pressure guidewire was being pulled back, the tip of the comet ii pressure guidewire did not come out with the remainder of the guidewire as it was removed, as the wire fractured in the left coronary artery. They were able to place two wires adjacent to the tip of the comet ii pressure guidewire that was in the left coronary artery down into the left coronary system and wrapped the two wires from the groin around the wire in the coronary artery and tried to trap/entangle it with two wires to see if it could be pulled out of the left coronary artery. This was attempted three times. The first two times were unsuccessful. Multiple activated clotting time (acts) and angiograms were performed; the patient still had good flow into their distal coronaries. There were no significant EKG changes during manipulation in the left main and the patient was set to go to the operating room. One more attempt was made with the two wires. This time they actually were able to snare it and intwine the tip of the comet ii pressure guidewire, and it was pulled back out of the left main and ended up in the central part of the coronary artery and then went down the right coronary artery slightly. An attempt to go down the right coronary artery with a non-bsc exchange length wire and another hydrophilic, a little bit more stiff wire, and, after another attempt, they were able to ensnare the tip of the wire and wrap it as tightly as possible and then pulled the entire system, 4-fr glide catheter and two wires wrapping around the fractured wire tip. It was pulled out of the coronary artery origin, into the ascending aorta and, as they started to pull the entire catheter towards the descending aorta, the two wires came into the catheter and the snared wire tip was free-floating in the ascending aorta/transverse arch. Fortunately, it embolized distally to a visceral artery. An attempt to snare it with a 10 mm snare through the 4-fr glide catheter was unsuccessful. A hand angiogram was performed and determined it had gone anteriorly into a mesenteric artery. A 4-fr im catheter was placed into the descending aorta, and with some manipulation, they were able to get the snare around the wire and pull it out from the mesenteric artery. They exchanged the 4-fr sheath in the artery for a 5-fr check-flo sheath. They took a 5-fr jr3 diagnostic guide catheter and got it up in the ascending aorta and were able to get that to engage the ostia of the common coronary artery. A hand injection was performed. Imaging looked the same. There was still good flow of the distal left coronary, proximal left stenosis. They then proceeded to put a couple of wires down the right coronary. Getting into the left coronary artery was somewhat challenging, but they were able to get into it with a 0.014 non-bsc wire and over that wire they placed a 2.5 mm non-bsc balloon. The balloon was placed into the left coronary artery where two angioplasties of the left coronary artery was performed. There looked like there was some improvement in the dimensions. There was not complete resolution of the stenosis, but it was estimated the stenosis went from 70% to 40% of the proximal left. They then turned their attention to the right coronary artery and the common coronary ostium. They had two wires down the right coronary, so they removed one of the coronary wires from the right coronary and advanced a 4 mm non-bsc balloon over the wire into the right coronary artery proximally. A hand injection was performed, and it looked like the right coronary artery was clotted or not getting good flow, but the balloon was a little bit distal, and the small uninflated balloon was blocking the right coronary artery, so they moved the entire system back. Took one more picture, and there was good flow down the right coronary. The balloon was readvanced into the common coronary ostium and then did angioplasty of the common coronary ostium with a 4 mm non-bsc balloon. There was no tight stenosis in the balloon in the common coronary ostium. The patient did have a transient bradycardia episode with balloon dilation of the common origin but, when the balloon was removed, there were no issues. Imaging was performed again, and the ostium of the common coronary was a little bigger than the 5-fr guide catheter, but there was not a dramatic improvement in the caliber of the common coronary ostium. The right coronary still filled really well as did the left and there was slight improvement in the dimensions of the proximal left coronary artery. The case was concluded. The patient remained intubated, sheaths were pulled from the right groin and pressure was held until hemostasis was obtained. The patient was sent to the intensive care unit for post-catheterization monitoring.